Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # va0ebr4, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
A healthcare provider for a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that the patient came into the clinic with stimulation off and they did not know how the device got turned off. The patient had a loss of therapy and impedance measurements were taken. All impedances were within normal limits except for the electrode pairs of 0-2, 0-3, and 2-3, which were showing impedances greater than 4000 ohms. The last device interrogation was on (B)(6) 2015, the device had been used for 3416 hours, the total percentage used was 50 percent, and program 3 was used 100 percent of the time. Reprogramming was done and the patient was scheduled to follow up in three months. No potential event cause, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.